Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device change due to normal eri, low impedance and oversensing were noted on the right ventricular lead. The patient did not receive any inappropriate therapy. The old lead was capped and replaced. The patient is in stable condition.